Event description:
Customer reports to have received a motor error alarm during bolus delivery. Customer also received a compromised forced sensor system alarm during priming. Customer states insulin drips out during manual prime process. Customer's blood glucose was 220 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed a33 during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.